Event description:
It was reported that the patient has a recurrent infection (unknown bacteria) and requires more filters for his synclara device. The patient's home care noted that the source of the infection was unknown, yellow mucus was coming from the tracheostomy, and the patient had recently received antibiotics (fluconazole) for a thrush infection, but it did not treat the yellow mucus. There was no report of device malfunction. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient has a recurrent infection (unknown bacteria) and requires more filters for his synclara device. The patient's home care noted that the source of the infection was unknown, yellow mucus was coming from the tracheostomy, and the patient had recently received antibiotics (fluconazole) for a thrush infection, but it did not treat the yellow mucus. There was no report of device malfunction. The patient is a 20-year-old male with relevant medical history of tbi, anoxic brain injury, acute on chronic respiratory failure, impaired mobility, peg, and tracheostomy insertion. The patient's home care nurse noted that the family and the previous nurse were overusing the synclara device, in place of suctioning the patient, and that the previous nurse was suctioning the patient too deeply. It was also unclear when the last device filter was replaced and if the patient was completing the prescribed 20 set cycles. It was also stated that the device's circuit appeared visibly soiled and wet, and that the previous nurse was washing the circuit in the shower on the ground. A hillrom clinical support specialist reviewed correct device circuit handling and ordering requirements with the home care nurse and advised to hold the use of the device until a device trainer visit and circuit replacement. During follow-up, the patient¿s mother confirmed that on 2/12/2024, a device trainer replaced the circuit and reviewed device usage. The patient¿s mother is now comfortable with use of the device, and mucus secretions have improved since the last trainer visit. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. The device IFU states: "warning: to help prevent patient infection and/or equipment damage, obey these warnings and cleaning instructions: warning - if the smart-filter is damaged, visibly soiled or wet, replace it. Do not soak or wash the smart-filter. Do not attempt to sterilize the circuit for reuse. 1. Disconnect the patient circuit from the control unit. 2. Disconnect all components of the patient circuit. 3. Wash the components of the patient circuit (excluding the smart-filter) in liquid dish-washing soap and warm water. 4. Rinse the components with clean water. 5. Examine the components for any remaining traces of soil. If the components are not visibly clean, do step 3 to 5 again. Replace the patient circuit if there is remaining soil that cannot be removed. 6. Let the components dry completely before use. Notes: ¿ each patient circuit is intended for 30 days of treatment or a maximum of 90 treatment sessions.¿ always keep the smart-filter dry and clean. ¿ the patient circuit components (except the smart-filter) can be washed in a dishwasher with water at 158°f (70°c) for 30 minutes." Thrush, a fungal infection of the mouth, happens most often to toddlers and children but can affect anyone. It can result in creamy white lesions on the tongue or inner cheeks. Causes include certain medications and some health conditions, such as dry mouth or diabetes. Treatment usually involves antifungal medications. In this event, it was reported that the patient suffered from recurrent infections (unknown bacteria), and recently required antibiotic treatment for a thrush infection, which concludes that a serious injury occurred. It is noted that the patient's condition improved since the last trainer visit and device circuit replacement. Additionally, there was no report of device malfunction, and the patient's home care nurse noted that the source of the reported infection was unknown. Based on the information provided, the exact cause of the recurrent infections is undetermined, however, it is reasonable to conclude that it was likely due to the above-mentioned patient's medical history, and the nurse's report of previous use error/misuse of the life2000 device circuit (incorrect cleaning/storage of the device circuit and possibly delay in changing out filter), and not due to a malfunction of the device. Prevention of this type of events is outlined in the IFU as mentioned above.